Event description:
The hip was revised due to loosening of the stem.

Manufacturer narrative:
Summary of evaluation: the cause of this event is difficult to determine due to the limited amount of the information provided. However, it is beleived that this event is not device related but rather associated with some factors external to co's product(s).